Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker is not working. The device was being used on a patient when this event happened. There was no adverse patient affect reported.